Event description:
The customer contacted baxter's technical service center regarding a high drain 103/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp) during use, during drain 3. The technical service representative (tsr) reviewed the therapy log. On (B)(6) 2012 at 18:54, the initial drain was equal to1490ml, the recovered initial drain was equal to 0ml, the last fill volume was equal to 1499ml, the total fill was equal to 4499ml, the total drain was equal to 6442ml, the average dwell time was equal to fifty nine minutes, there were no bypasses, and no changes in therapy. The home patient (hp) stated that they performed a manual drain at noon of 1600ml. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012, regarding the reported alarm. The nurse stated that she was aware of this alarm. The nurse stated that the patient has not reported any reoccurrences of the alarm or high drain volumes since then. The nurse stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was one or more cycles advanced to the next fill when a slow/no flow situation occurred above the minimum drain volume threshold. A device history review was performed with no exceptions during manufacturing found.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.